Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported that the videoscope tested positive for an unexpected contamination in the instrument channel. The issues were found during regular examination in the hospital. The customer noted possible residual moisture in the device after reprocessing. The customer also noted the disinfectant on the etd4 processing machines was recently switched from ga to paa. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
Correction to b3, please see b3 for further detail. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. The user reported after correct reprocessing a second sampling on an unknown (unk) date was negative for growth. Result of culture test at the third-party labs ordered by the user: < 1st sampling report date: (B)(6) 2023 sampling from: distal end. Cfu: <1cfu. Bacterial identification: no detection. Sampling from: instrument channel cfu: 35cfu/10ml. Bacterial identification: rothia terrae, staphylococcus pasteuri. Sampling from: air/water channel cfu: <1cfu. Bacterial identification: no detection. <2nd sampling report date: unk> sampling from: unk. Cfu: <1cfu. Bacterial identification: no detection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.